Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 63 mcg/ml (dose 31.8mcg/day), hydromorphone 1 mg/ml (dose 0.5055mg/day), clonidine 250 mcg/ml (dose 126.37mcg/day), and bupivacaine 20 mg/ml (dose 10.11mg/day) via an implanted pump. Indications for use were listed as non-malignant pain and cervical radiculopathy. Other medications the patient was taking the time of the event and medical history were not reported. The patient was hospitalized with increased pain. The patient was also seeing a "bell" on his personal therapy manager (ptm) and no code reported. The patient was having increased pain last night ((B)(6) 2016) and called an ambulance. The patient was taken to the hospital three hours away from the healthcare provider (hcp). The hcp would call the local company representative (rep) to see if they were able to assist. The event date was (B)(6) 2016. It was further reported the ptm refill date stated may when the hcp reported it possibly was (B)(6) 2016 and maybe the pump was empty. Other medications the patient was taking at the time of the event, medical history, troubleshooting performed related to the ptm, diagnostics performed related to the increased pain with results, actions/interventions taken to resolve the event, and the cause of the event were not reported. Additional information was received from a healthcare provider (hcp). The pump had a motor stall the morning of (B)(6), "sometime after midnight" after which the patient went to the emergency room. The pump was replaced (B)(6) 2016. Additional information was received from a healthcare provider (hcp). Medical history includes cervical post laminectomy syndrome, chronic neck pain, chronic pain syndrome, chronic low back pain, diabetes ,"hptn", spinal cord injury, cervical without spinal bone injury, and no known allergies. The increased pain was caused by the pump motor stall. The patient presented to the emergency room. Troubleshooting was the representative was contacted to interrogate the pump. Additional information was received from a company representative who indicated that the pump location was the right abdomen. The hospital would not release the explanted pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.